Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was frequently charging the ipg. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay the charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively.